Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed deep vein thrombosis observed in the left subclavian vein caused by the right ventricular (rv) and left ventricular (lv) leads. It was noted that the patient experienced generalized weakness and sudden swelling in the upper left extremity. Medication was administered, and both leads remain in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.